Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that patient presented with left leg pain post the index procedure and a CT scan showed the left limb was occluded. An intervention procedure was carried out two weeks later and a fogarty catheter was used to pull out the clot. It was reported that after multiple attempts the clot at the flow divider would not resolve. The clot was reported to not be in the bifurcated stent graft. Two etlw1613c93e limbs were additional implanted one from each side to build up the aortic bifurcation to trap the clot and two 8x37 balloon expandable stents were places at the level of the aortic bifurcation. The final angiogram showed no clot and the patient had a palpable pulse post-op. Per the physician, the cause of the event was due to a tight aortic bifurcation. No additional clinical sequelae were reported and the patient is fine.